Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the user was unable to add patient to the machine. A technical support specialist enquired that the pharmacy was unable to find patient, as the user was unaware of functionality. Logged into mql and found that the patient is not in active state. Also the user confirmed they will call back if further assistance is needed. The serial number, UDI and manufactures details kept blank since the given asset information found to be generic medbank. The system functioned as intended.

Event description:
It was reported by the customer that in a pyxis medbank system user was unable to find patient. The customer reported that while adding the patient to the machine, medication is needed to be issued and there happend a delay to patient care. There were no adverse events or injuries reported based on this event.